Manufacturer narrative:
(B)(6). Investigation is pending.

Event description:
An email was received from the distributor on (B)(6) 2015, reporting that a customer had reported that during the month of (B)(6), numerous female patients received potential false negative hcg results using the henry schein hcg urine cassette pregnancy test. The tests have been used in the past with no issues. At times, three to four tests, per patient, were used to determine whether or not the patients were pregnant or not. Some of the results would show as a faint line for negative, but since the customer was not comfortable with the result, another test was performed to ensure that they would get the same result on the new test. Most of the patients were either in their late twenties or early thirties. Testing was performed in the afternoon or evening with another batch and would not have this problem. Confirmation of pregnancy was made by an ultrasound because the test was showing up as negative. There was no specific patient information provided or quantitative testing results. There was no adverse patient sequela. There was no additional information provided.